Manufacturer narrative:
A sample was received for evaluation. A visual assessment of the returned sample showed no nonconformities. The sample cassette was successfully installed into a calibrated system. The vacuum test completed successfully. The cassette and tubing were then primed and passed the test. This was repeated two additional times with the same results. The sample performed as intended. The reported event was not replicated. The sample was manufactured on february 7, 2017. Based on assessment, the product met specifications at the time of release. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, there was poor inhale and low efficiency. There was no patient harm. Additional clarification was requested. Corrected information was received indicating that there was no suction force. Additional information is not expected for this report.